Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour next gen meter, in-house contour next test strips associated with the event and in-house contour next control solution from lot # 3bv2g21, which gave a satisfactory performance. The control readings obtained with the in-house testing were properly marked as control tests. Additionally, a device history record was reviewed for the suspected contour next gen meter with serial # (B)(6) and no manufacturing anomalies were found.

Event description:
The customer reported that she ran a control test with the contour next gen meter and obtained a reading of 173 mg/dl at 3:03 p.m. The meter did not automatically mark the reading as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.